Event description:
Arjohuntleigh received a customer complaint where it was indicated that during lifting the patient off of the ground using a maxi lite lift, one of the shoulder straps on the disposable sling (filte) ripped at stitches. No injuries to the patient were reported. "The patient was not injured as the caregivers supported the patient before any injury could be sustained."

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).